Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the battery could not be charged. There was no adverse impact to the customer¿s blood glucose level. The customer reset the pump to resolve the issue and resumed insulin therapy successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.